Manufacturer narrative:
Product analysis: it was confirmed that the programmer display had an unresponsive area. The display overlay was replaced. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a portion of the programmer's display was not functioning. The programmer was returned for service. There was no patient involvement.